Event description:
There is an issue involving the exam notes window of a ge pacs ra1000 workstation, which maybe used to provide various patient information including lab results. The issue may result in an incomplete and/or inaccurate display of medically pertinent information. There are notes that are not transferred to the preview panel or hard copy printout(greater than(>), less(<), quotation mark ("), and apostrophe (')). For example, if a lab result was entered as: gfr <60, the hardcopy printout and preview panel will read gfr 60. The initial special character is missing. No patient injury occurred.

Manufacturer narrative:
The reported issue is currently being investigated. A follow up report will be filed when additional details become available.